Event description:
Tri-staple 2.0 reload was loaded into the stapler by the tech. When the surgeon attempted to fire the stapler, nothing happened. Upon further inspection, the tech could see that the stapler had misfired. The patient unharmed. The staple load was then immediately removed from the sterile field.